Event description:
The biomedical engineer reported that during a routine inspection of the external pulse generator (epg), it was noticed that there was some missing segments in the high rate digital display. Therefore, the epg was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.